Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument was loose and fell off inside the patient. The mcs tip cover accessory was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The mcs tip cover accessory has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained: it was reported that during a da vinci-assisted malignant hysterectomy procedure, the tip cover accessory fell inside the patient during instrument removal, which the surgeon attributes to the tip cover being too loose. The tip cover was retrieved during the same procedure. The monopolar curved scissors (mcs) instrument was in use for 2.5 hours, and no issues with its functionality were noticed during the surgery. There was no collision with other instruments, and the mcs tip cover accessory appeared to be properly installed, with no visible part of the orange surface. The installation tool was used, and no lubricant was applied to the mcs instrument prior to installation. A reducer was not used, and there was no difficulty in removing the instrument and accessory, as the instrument wrist was straightened upon removal. Post-event inspection revealed no damage to the mcs tip cover accessory, mcs instrument, or cannula. The procedure was completed robotically. The mcs tip cover accessory has been returned to isi for evaluation, but the mcs instrument is not available for return.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory was received and failure analysis. The monopolar curved scissors (mcs) tip cover accessory was placed on and removed from an in-house instrument with no issues. The instrument articulated as expected during manual articulation and when driven on the in-house system. The accessory was fully functional and fitted correctly. No product issue was identified. Additional unrelated observation not reported by site was that the mcs tip cover accessory was found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing. The device may have contributed to the customer reported issue.